Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate. In addition, customer¿s blood glucose level was "low", per continuous glucose monitor reading; due to needing settings adjustments. No information was provided regarding how the low bg was addressed, as the customer declined to provide additional information and declined to perform further troubleshooting with tandem technical support. Customer was advised to consult their healthcare provider to review settings and make adjustments.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.